Manufacturer narrative:
Pump received with end cap broken off, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. The drive support cap was inspected and no anomaly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the bottom seal of insulin pump was cracked and separating and that the drive support cap was sticking out. Customer's blood glucose was 264 mg/dl. Customer was advised that insulin pump would need to be replaced.